Manufacturer narrative:
The device was previously sent to bench for repair. At bench, the service engineer found that the power cord needed to be replaced as it had more resistance than allowed in electrical tests. A service quote was sent to the customer for approval. The service engineer was not able to evaluate or repair the device as the quote expired; the customer did not accept the quote, so it is unknown what the outcome of the service event was. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by on the v60 indicating that the power cord needed to be replaced as it had more resistance than allowed in electrical tests. There was no patient involvement at the time the issue was discovered. The device was previously sent to bench for repair. At bench, the service engineer found that the power cord needed to be replaced as it had more resistance than allowed in electrical tests. The investigation is ongoing.

Manufacturer narrative:
H10: the device was ultimately sent to bench repair, where the service technician replaced the power cord for repair and verified that the issue was resolved. All test & verification (t&v) procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. Following the t&v procedure, the device was restored to factory settings. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.